Manufacturer narrative:
Testing was performed to determine if the incident could have caused by a malfunction of the outback catheter. The conclusion was that it could not. Occurrence of this incident requires the following set of circumstances:the physician does not follow the IFU and retracts the guide prior to retracting the guidewire, and the physician used a type of guidewire that has an exposed proximal coil solder joint and the guidewire is pushed firmly up against plaque or tissue in this set of circumstances, retracting the guidewire without first retracting the guide could result in the solder joint catching on the edge of the guide and separating the guidewire. In this case, it appears that procedural factors / user handling contributed to the reported event.

Event description:
The intended procedure was an intervention of a heavily calcified, chronic total occlusion (cto) in the superficial femoral artery (sfa). The outback (otb) was advanced into the subintimal plane and the physician was probing with a choice pt graphix wire. The cannula was deployed several times and the physician advanced and repositioned the guidewire. The fourth time that the cannula was deployed, the wire appeared to get caught between the calcium and the cannula. The tip of the wire was sheared off and trapped between the subintimal space and the calcium. Four smart stents were implanted and permanently trapped the wire tip in the subintimal space.